Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection teicoplanin (400 mg; route, frequency and duration not reported) and injection netilmicin (100 mg; route, frequency and duration not reported) for peritonitis. Action taken with therapy was not reported. Recovery status of the patient was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.